Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an abnormality under the flap on the left eye (os) at a post-operative exam. The day of initial treatment was on (B)(6) 2017 and the date of discovery was on (B)(6) 2017. The patient¿s chief complaint was of irregular astigmatism. The patient had commented on fuzzy vision and weird shadow. Topical steroid dosage was increased and a flap lift and rinse was performed to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -5.25 x .00 x 90, left eye pre-op 20/20 -5.50 x -.25 x 100. Bcva from (B)(6) 2017: right eye post-op 20/20 -.25 x -.25 x 13, left eye post-op 20/20 3.50 x -4.75 x 128.